Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. Placeholder.

Event description:
It was reported that a locking cap was loose. No further information was provided.

Manufacturer narrative:
This device was used for treatment, not diagnosis.(B)(4)